Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past intermittent elevated blood glucose (bg) displayed as "high" on cgm; with an unknown cause. Elevated bg was addressed via a correction bolus and manual injection. System check with tandem technical support confirmed that the pump and supplies were functioning as intended. However, reportedly the customer received their second covid19 vaccination and is using the same area for infusion set placement. Tandem technical support recommended the customer to place infusion set in a completely new area. Additionally, the customer increased basal insulin setting per hcp recommendation.